Manufacturer narrative:
Device evaluated by MFR: the device was returned in two pieces. A visual examination of the balloon was performed and found that the balloon was detached from the shaft and was returned inside the protector cap. The inner lumen was detached from the distal bond and the outer lumen was detached at the proximal bond. No part of the device was missing. No other damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined (B)(4).

Event description:
It was reported that during preparation for a percutaneous transluminal angioplasty treatment procedure a balloon detachment occurred. The target lesion was located in the superficial femoral artery. When the physician was removing the protective sheath of the 4.0mm x 1.5cm x 140cm small peripheral flextome monorail cutting balloon, the balloon detached from the shaft. As there was no patient involvement no patient complications occurred.